Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 x 2 leads, implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that at implant, after the pocket was closed oversensing and inhibition of pacing was noted with pocket manipulation. The pocket was reopened and the lead header connection was reassessed. All connections were secure. The implant detection was programmed off and the issue resolved. The device remains in use. No patient complications have been reported as a result of this event.